Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests and bench test. Analysis found the main clear cover is missing. The upper case was contaminated and broken. Lower case, battery drawer, side bail covers, and ring cover were contaminated. It was noted the two main printed circuit board screws were loose.

Event description:
It was reported that the external pulse generator (epg) required repair and calibration due to low sensitivity that was found during testing. The epg was returned for repair. There was no patient involvement.